Event description:
The procedure was a therapeutic endoscopic submucosal dissection. The device was inspected prior to procedure with no abnormalities found. The procedure was completed with the same device without delay.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer.

Event description:
The customer reported to olympus that the evis exera iii gastrointestinal videoscope's inner sheath was possibly abrased with a foreign body during an emergency procedure. There was no patient or user harm reported. During the device evaluation, the following reportable malfunction was identified: foreign whitish material was found in the jet tube.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. In addition to the foreign material found in the jet tube, the evaluation findings are as follows: the switch box had a scratch, the grip had a scratch, the air/water cylinder had discoloration, the suction cylinder had discoloration, the right/left knob had discoloration, the scope connector cover unit had a scratch, the scope connector case unit had a scratch, the scope connector cover unit was deformed, the label on the scope connector was peeled, due to wear of the angle wire, bending angle in the "up" direction did not meet standard value, due to wear of the angle wire, the play of the "up/down" knob was out of standard value, and the plastic distal end cover had a chip. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.